Event description:
Device malfunction: filter retrieval issue. Symptoms / ae: use of second device to retrieve filter. Time of malfunction: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the "shapeable tip" design (rci) would not cross through the stent to recover the embolic protection device; however, the "low profile flexible" design successfully recovered the embolic protection device. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the device was not returned. The accunet 3-in-1 comes with two recovery systems, a shapeable tip design, and a low-profile flexible tip design. It is the discretion of the user, based on preference and experience, to use the recovery system that is appropriate for the procedure. The rx accunet instruction for use recommends a variety of techniques to help advance the retrieval device through the deployed stent. These options include, but are not limited to, "have the patient rotate her/his neck from side-to-side... Change the position of the guiding catheter or guiding sheath... If stent struts are impeding the advancement of the recovery catheter, post-dilate the stent... Insert a guide wire ("buddy wire") to straighten the stented area." If these techniques are unsuccessful in advancing through the deployed stent, the alternative recovery catheter should be prepared and used. Difficulty advancing the rx accunet recovery catheter (rc2) "low profile flexible" design appears to be related to operational context and circumstances during the procedure. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.